Manufacturer narrative:
Event date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced poor communication. They hadn't been charging in over a month and now it wouldn't charge. The patient tried to charge in december but it wouldn't work and they never got around to calling the manufacturer until now. No symptoms or further complications reported.